Event description:
Same case as MFR# 2134265-2009-04565. It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The 98% stenosed target lesion was located in the severely tortuous and severely calcified, diffusely diseased right coronary artery (rca). The pt underwent a coronary artery bypass graft surgery (CABG) a number of yrs ago and the physician was trying to reconstruct the native rca. The lesion was predilated with a 3.0x20mm apex balloon. The physician then advanced a 3.00x32mm taxus express2 stent to the mid rca and the stent was successfully deployed. When the physician was removing the stent delivery system (sds), he experienced balloon withdrawal resistance. The physician inflated the balloon two more times and was able to successfully remove the device. The physician then implanted a 3.00x32mm taxus liberte stent in the proximal rca; however, the physician experienced balloon withdrawal resistance with this device as well. The physician inflated the balloon twice more and was able to successfully remove the device. The procedure was completed with no pt complications reported. The pt's current condition is listed as "okay".

Manufacturer narrative:
(B)(4).